Manufacturer narrative:
It was reported the endurant was implanted to treat a 53mm aneurysm. It was reported that the aneurysm had grown to 90mm however the physician could not identify a type ia or ib endoleak, but was concerned about the size. From the CT it appeared that the proximal neck had dilated and had lost seal proximally but no type ia endoleak could be seen. Approximately one week post CT a 3 vessel snorkel (right renal, sma and celiac) was preformed on this patient. The physician reported that the aaa was pulsatile before the surgery and once ettf3636c70e (B)(6) and etcf3636c49e (B)(6) were placed along with the snorkel, the pulsatile aaa could not be felt. The physician suspects proximal neck dilatation led to the expansion and loss of seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient in the endovascular treatment of abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure follow up CT identified that the patient has either a ia or ib endoleak. The physician has not confirmed which it is. As per the physician the cause of the event is anatomy and reported that the patients aorta is expanding. No additional clinical sequalae were reported and the patient will be monitored.